Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that a cable broke on the mega suturecut needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of a broken cable was confirmed. One grip close cable was found to be broken at the distal idlers. The idler pulley was observed to spin freely and was not damaged. A cable segment was found to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. An additional finding not reported by the site was scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded that the damage might have been due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.